Event description:
It was reported that, during an explant for normal battery depletion, the setscrew was difficult to undo. The doctor ended up clamping the hemostat on the wrench body and rotating it, which worked. The device was successfully explanted. There were no adverse patient effects.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.